Event description:
The caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various troubleshooting steps with different adapters and charging cables, but the issue remained unresolved. Consequently, technical support arranged to replace the pump, providing instructions for its storage and return. The customer acknowledged and understood all steps, including the use of their current pump as backup therapy until the replacement arrives.